Manufacturer narrative:
Device returned with no lot ID. Instrument was empty and locked out.

Event description:
The device was used during a gastric tube procedure. It was reported by the affiliate that although one clip remained in the jaw, the instrument locked out. (The clip dropped when the rep. Received the applier from the hosp). There was no consequence. Additional info received on 3/24/97 it was clarified that a new device was used to complete the case.